Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-03100. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina and required a target vessel revascularization (tvr). In (B)(6) 2010, the patient presented with chest pain and subsequently diagnosed as unstable angina and cardiac catheterization was recommended. The 1st lesion being treated was located in the mid left anterior descending artery (mid lad) with 70% stenosis and was 30mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 3.00x32mm taxus liberte stent, with 9 % residual stenosis. The 2nd lesion being treated was located in the proximal lad with 80% stenosis and was 14mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.50x16mm taxus liberte stent, with 9 % residual stenosis. Following the stents placement, there was a short area between the two stents which appeared to be approximately 60% narrowed. This was treated with placement of another 3.00x12mm taxus liberte stent between the two previously deployed stents with residual stenosis of 10%. The patient was discharged on aspirin and prasugrel. In the opinion of the physician, the "short narrowed area" is unrelated to the study device. In (B)(6) 2012, the patient presented with unstable angina and atrial fibrillation. Coronary angiography revealed 75% restenosis in the proximal lad which was treated with placement of an ion stent with 10% residual stenosis. The event was considered as resolved without residual effects. The atrial fibrillation event was considered as not related to the study device.